Event description:
Event description guidant received information that at the previous follow-up visit of this pacemaker, 3 months earlier, the battery status was good. At the current visit, the battery status was end of life (eol). The physician is concerned that the device progressed from good to eol too rapidly.